Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2006; inratio 5.4; lab 1.29.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2006; inratio 5.4; lab 1.29; mean 3.345; confidence limits 2.0-5.0. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Products will be tested. The test results are as follows: "see scanned table". Based on the above test results, per pr 0103, retain strips lot 050738 meets the criteria for strip accuracy.